Manufacturer narrative:
Sections d4, h3, h4: additional information. Manufacturer's investigation conclusion: the report of power elevations and low speed and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 6 days of data, spanning from (B)(6) 2020 01:05:25 to (B)(6) 2020 14:33:25 per the timestamp. Throughout the log file, numerous elevations in pump power, as high as 10.8 watts, were captured. Corresponding elevations in pump flow as high as 11.9 lpm, were also captured. On (B)(6) 2020, between 03:55:03 and 03:55:11, 2 low-speed events and 2 pump stops occurred while the patient was supported by the patient cable and mpu. Another low-speed event occurred at 04:44. Following this event, the pump ramped back up to speed and remained above the low speed limit for the duration of the log file. A specific cause for the power elevations and low speed and pump stop events cannot be conclusively determined. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2020 on (B)(4). Approximately 16¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silastic sleeve was removed, and examination the bionate revealed a blue tint. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, an additional log file was submitted which captured data before, during, and after the driveline repair. The data after the repair captured numerous power elevations; however, no further low speed or pump stop events were captured. The patient remains ongoing on vad support with no further reported issues. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) discusses damage due to wear and fatigue of the driveline. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. Power changes are also addressed in the heartmate ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a brief high priority alarm. Technical services reviewed the log file and observed 2 pump stops that occurred on (B)(6) 2020. There were also 4 low speed advisories and speed drops as low as 0 rpm. These issues only appeared to be occurring while the lvad was connected to the mobile power unit. This type of behavior has been linked to potential issues with the percutaneous (perc) lead. Analysis of x-rays observed a possible area of concern on the percutaneous lead near its connection to the controller. An external perc lead replacement was performed on (B)(6) 2020 approximately 4 inches from the exit site. There were no issues were noted after the patient was back on the grounded patient cable. Additional log file analysis observed no other alarms after the perc lead replacement but did note intermittent power spikes above 10 watts between (B)(6) 2020 and (B)(6) 2020. The patient then visited clinic on (B)(6) 2020 for follow up and it was reported that he continued to have intermittent elevations in his flows and power. Technical services reviewed the log file and observed intermittent elevations in power and flows that were associated with pi events. There were no other unusual events seen within the log file at the time.

Event description:
It was reported that the correct serial number for this event was (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: additional information the patient remained ongoing on (B)(6), until they experience further low speed advisories and underwent a pump exchange on (B)(6) 2020 (related manufacturer report number 2916596-2020-06581). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6), 2017. No further information was provided. The manufacturer is closing the file on this event.